Event description:
It was reported via legal documentation that approximately 75 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, stiffness, tissue damage, osteolysis, and synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
No concomitants available.

Manufacturer narrative:
New information: a2, a3, b5, d4 -catalog, serial, exp date, UDI, g4- 510k, h4 corrected information: d4 - catalog #.

Event description:
Revision surgery operative notes were provided. Pre-op and post op diagnoses indicated periprosthetic osteolysis of internal prosthetic left knee joint. Patient was seen by their surgeon in the office with a failed left total knee replacement refractory to conservative management. Imaging was consistent with failed left knee arthroplasty. Description of procedure: a thorough synovectomy was performed and cultures were sent. The patella was dislocated and the knee was flexed. At this point we began removal of our implants. Using a combination of a small saw and osteotomes, the femoral implant was removed with minimal bone loss. Our attention was then turned to the tibia. Once again, using the small saw and osteotomes, the tibia was removed with minimal bone loss. The patient was revised to a competitor¿s devices with no complications. The patient was transferred to the recovery room in stable condition. No additional information is available.